Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable and a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluatin of the device. Review of the data indicated the criteria was not met for an advised shock due to chest compressions (CPR) being performed and contributing to no shock advised. The manual states to "keep patient motionless during ECG analysis. Do not touch the patient during analysis. Cease all movement via stretcher or vehicle before analyzing the ECG". Also, review of the device clinical data confirms the device analyzed the rhythm appropriately and met the requirements of a shock advised determination. Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. The investigation is being closed as the device worked within the limitations of the available technology. No trend is associated with reports of this type.